Manufacturer narrative:
The report of elevations in power and flow was confirmed based on the evaluation of the submitted log file; however, the report of suspected thrombus and specific causes for the reported right heart failure, gi bleeding, and sepsis could not be conclusively determined. The log file contained approximately 8 days of data, which captured intermittent pi events, and multiple elevations in pump power and flow. However, the pump was operating at the set speeds of 9000 and 8800 rpms, with no significant changes in speed. Pump power ranged from 4.6 watts to elevations as high as 11.9 watts, while pump flow ranged from 4.6 lpm to as high as 12 lpm. The events captured in the log file confirm the reported pi events and elevations in power and flow; however, a specific cause for the events and a correlation to the findings of the evaluation of vad-(B)(4) could not be conclusively determined. The pump was returned with the driveline cut approximately 2.5¿ from the pump housing and the severed portion of the driveline did not return. The sealed inflow conduit returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, returned attached to the outlet elbow. The outlet elbow returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015 and was transferred to inpatient rehabilitation on an unspecified date. On approximately (B)(6) 2015 the pump was showing high estimated flows and pump power elevations and the patient was readmitted to the ICU. The patient was kept anticoagulated but his condition progressively deteriorated. A ramp echocardiogram reportedly was fairly conclusive for pump thrombus with pump powers of 8-10. The patient was taken to the cath lab on (B)(6) 2015 for administration of tissue plasminogen activator. Over the next two days the pump powers dropped to an average of 6.3 and the patient's lactate dehydrogenase levels were 340-380 u/l. The patient was on and off heparin and remained critically ill. On the weekend of (B)(6) 2015, the patient reportedly had a very hemodynamically significant gi bleed requiring transfusion of a total of 11 units of packed red blood cells. The patient required multiple pressors and inotropic medications for right heart failure. Additionally, the patient reportedly was in respiratory failure due to pneumonia and was septic (source not provided). The patient was maintained on aspirin, persantine and heparin. Upper and lower gi endoscopy on (B)(6) 2015 found blood in the duodenum. Repeat endoscopy on (B)(6) 2015 found normal mucosa in the duodenum and it was suspected that the gi bleeding was from gastritis. A colonoscopy on (B)(6) 2015 found the colon to cecum were normal. The gi bleeding issue seemed to resolve; however, the patient remained intubated and continued to require multiple pressors and inotropes. The patient expired on (B)(6) 2015.

Manufacturer narrative:
(B)(4): the lvad was returned for investigation. The evaluation is not complete.no further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.